Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ruptured ectopic pregnancy and endometrial polyp. The patient with a known unilateral essure coil placement with confirmed tubal occlusion. The other tube was removed at a prior date during a salpingectomy for a ruptured ectopic. Concurrent conditions included panic attacks, shortness of breath, nausea, breast pain female, constipation, diarrhea, joint pain, muscle pain, vaginal itching, bloating and uterine bleeding. Concomitant products included hydroxychloroquine since (B)(6) 2017 to 2018, omeprazole from 2017 to 2019 and pantoprazole from 2017 to 2019. On (B)(6) 015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mental disorder ("psychological or psychiatric problems,"), dysmenorrhoea ("dysmenorrhea (cramping)"), myopia ("vision/eye problems type near sighted"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), dyspepsia ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloated feeling"), gastrooesophageal reflux disease ("acid reflux"), swelling ("swelling") and pelvic discomfort ("discomfort"). The patient was treated with surgery (robotic-assisted right salpingectomy and essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, chest pain, abdominal pain upper, vaginal haemorrhage, menorrhagia, rash, dyspareunia, mental disorder, dysmenorrhoea, myopia, fatigue, gastrointestinal disorder, dyspepsia, alopecia, abdominal distension, gastrooesophageal reflux disease, swelling and pelvic discomfort outcome was unknown and the systemic lupus erythematosus, abdominal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, menorrhagia, mental disorder, myopia, pelvic discomfort, pelvic pain, rash, swelling, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2015, (B)(6) 2015. Essure coil in unilateral tube, the right side. Prior ectopic with salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: bloating,abdominal pain, dyspareunia, fatigue,weight gain, chest pain, dysmenorrhea, pelvic pain, lot number: cs0003r manufacture date: 2013-10 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/chronic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ruptured ectopic pregnancy and endometrial polyp. The patient with a known unilateral essure coil placement with confirmed tubal occlusion. The other tube was removed at a prior date during a salpingectomy for a ruptured ectopic. Concurrent conditions included panic attacks, shortness of breath, nausea, breast pain female, constipation, diarrhea, joint pain, muscle pain, vaginal itching, bloating and uterine bleeding. Concomitant products included hydroxychloroquine since december 2017 to 2018, omeprazole from 2017 to 2019 and pantoprazole from 2017 to 2019. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological or psychiatric problems/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), myopia ("vision/eye problems type near sighted/vision problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), dyspepsia ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)"), abdominal distension ("bloated feeling"), gastrooesophageal reflux disease ("acid reflux"), swelling ("swellinhg"), pelvic discomfort ("discomfort"), skin disorder ("skin condition") and hypersensitivity ("allergic reaction nos"). The patient was treated with surgery (robotic-assisted right salpingectomy and essure coil removal, unilateral salpingectomy removal of ri). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved, the systemic lupus erythematosus was resolving and the chest pain, abdominal pain upper, vaginal haemorrhage, rash, psychological trauma, myopia, fatigue, gastrointestinal disorder, dyspepsia, alopecia, abdominal distension, gastrooesophageal reflux disease, swelling, pelvic discomfort, skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, myopia, pelvic discomfort, pelvic pain, psychological trauma, rash, skin disorder, swelling, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2015. Essure coil in unilateral tube, the right side. Prior ectopic with salpingectomy plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, back pain, lupus,fatigue, gi conditions, hair loss, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Concerning the injuries reported in this case, the following one were described in patients medical record: bloating,abdominal pain, dyspareunia, fatigue,weight gain, chest pain, dysmenorrhea, pelvic pain, lot number: cs0003r manufacture date: 2013-10 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event, skin condition and allergic reaction nos added. Psych injury clubbed with event psychological or psychiatric problems. Updated outcome of events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, chronic, back, menorrhagia (heavy menstrual bleeding) to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ruptured ectopic pregnancy and endometrial polyp. The patient with a known unilateral essure coil placement with confirmed tubal occlusion. The other tube was removed at a prior date during a salpingectomy for a ruptured ectopic. Concurrent conditions included panic attacks, shortness of breath, nausea, breast pain, constipation, diarrhea, joint pain, muscle pain, vaginal itching, bloating and uterine bleeding. Concomitant products included hydroxychloroquine since (B)(6) 2017 to 2018, omeprazole from 2017 to 2019 and pantoprazole from 2017 to 2019. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems,"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), myopia ("vision/eye problems type near sighted"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), dyspepsia ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), back pain ("back pain"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloated feeling"), gastrooesophageal reflux disease ("acid reflux"), swelling ("swelling") and pelvic discomfort ("discomfort"). The patient was treated with surgery (robotic-assisted right salpingectomy and essure coil removal, unilateral salpingectomy removal of ri). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mental disorder, rash, dysmenorrhoea, dyspareunia, myopia, fatigue, gastrointestinal disorder, dyspepsia, alopecia, abdominal pain upper, chest pain, abdominal distension, gastrooesophageal reflux disease, swelling and pelvic discomfort outcome was unknown and the systemic lupus erythematosus, back pain and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, menorrhagia, mental disorder, myopia, pelvic discomfort, pelvic pain, rash, swelling, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2015, (B)(6) 2015. Essure coil in unilateral tube, the right side. Prior ectopic with salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram on (B)(6) 2015: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: bloating,abdominal pain, dyspareunia, fatigue,weight gain, chest pain, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs& mr received : reporter information, lot number was added. Case become incident injury nos replaced with new event vaginal hemorrhage, mental disorder, lupus, skin rash, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), near sighted, fatigue, weight gain, gastrointestinal disorder, digestive disorder, hair loss, abdominal pain upper, back pain, chest pain, abdominal pain, bloated feeling, swelling, discomfort, acid reflux. Severity added for events abdominal pain upper, back pain, chest pain. Outcome added for events abdominal pain, back pain. Concomitant drugs, medical history, lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.